Manufacturer narrative:
Concomintant products: product ID 306001, lot# unknown, implanted: (B)(6) 2021, product type: screening device; product ID 309201, lot# unknown, implanted: (B)(6) 2021 , explanted, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, . Product ID: 309201, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on 2021 (B)(6). It was reported that the trial patient noticed last night that there were some string like things hanging from the device so they cut them. The patient also placed new bandages.